Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. It was reported that during call, insulin pump lost power. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was monitored for 4 hours with multiple basal rate. No blank display, display anomaly or losing power noted. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The motor error alarmed during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window and cracked reservoir tube lip.